Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the camera head would not focus. The customer attempted to focus from the camera head, vision side cart (vsc) touchscreen, and surgeon side console (ssc) with no success. The technical support engineer (tse) confirmed with the customer that the camera cable was connected properly at both ends. The tse advised to perform a hard power cycle on the vsc, and the customer replied that she had already tried that, but the issue was still not resolved. At this point, the site then elected to convert to laparoscopic surgery. There was no reported injury. On 01-mar-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the system, camera, and camera cable were reportedly inspected prior to use, and no issues/errors were noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse checked the system and found the camera head would not focus. The fse replaced the camera and camera cable to resolve the reported problem. The fse also performed a system calibration and verification. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the camera cable involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported failure. The camera cable was installed into a printed circuit assembly (pca) si test system. The system powered on with a good video image in both eyes. The white balance test and in/out focus auto 3d calibration were performed and passed. Failure analysis investigations wiggled the camera cable, left the system in an idle state for ten minutes, and power cycled ten times without any issues. The camera cable would be scrapped as a precaution. Isi has received the camera for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the camera evaluation and/or if additional information is received. The logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history identified no other complaints related to this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Additional evaluation was performed on the camera involved in this event. The customer reported complaint was confirmed. The camera was out of alignment and needed adjustment. The root cause was found to be mishandling/misuse. There were additional observations not reported by the site and not related to the reported issue. The camera was received with a damaged locking assembly due to mechanical shock. The locking assembly must be rebuilt. The light cable was damaged and needed replacement. The root cause was also due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.